Event description:
It was reported that patient underwent a m2a hip arthroplasty on (B)(6) 2011. The patient was revised on (B)(6) 2012, due to pseudotumor. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The porous coating on the acetabular cup showed evidence of bony ingrowth and was largely intact apart from an apparently delaminated area at the rim. The front face of the shell showed indentations in several locations, possibly from surgical removal or from impingement damage. An 8mm long worn indentation or deformation mark was observed at the rim of the shell, possibly from stem impingement. Root cause for the pseudotumor could not be determined. This follow-up report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00784-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00784 / 00786).